Event description:
Customer originally complained about receiving a motor error alarm on the insulin pump during prime. Customer stated he does not recall any events leading to the alarm. Customer does use the sensor feature and he is able to rewind the insulin pump. It was also reported that the insulin pump alarmed no delivery at the rewind process. Blood glucose level 153 mg/dl. Nothing further reported.

Manufacturer narrative:
Loaner insulin pump returned and it was received with scratched lcd window.